Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of a merlin.net transmission revealed that the right ventricular lead exhibited noise. All electrical characteristics were stable and within range. No patient symptoms were reported. The patient would continue to be monitored.